Event description:
Arjo was notified of an incident involving a carevo shower trolley. It was reported that a resident fell off the carevo. Caregivers instructed the resident to turn on the side of the carevo trolley. When the resident turned on the side, the side support of the carevo unexpectedly released and the resident fell off the device. As a result, the resident suffered back and rib pain and was taken to the hospital. The resident's sixth rib was suspected to be fractured. The resident had a lump on the back of the head. It was cooled with ice and, according to medical staff, subsided fairly quickly. The resident returned home the same day, but is currently still experiencing pain in his right rib and is receiving oxycodone as an emergency painkiller and standard paracetamol.